Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using perclose proglide devices. Reportedly, difficulty was encountered retrieving the suture from the device. The device was removed over a guide wire and a second and third proglide device were attempted, but with the same results; difficulty was encountered retrieving the suture from the device. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other two perclose proglide devices referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.